Event description:
It was reported that the patient underwent a posterior approach l5-s1 fusion using rhbmp-2/acs. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth (aka "bone overgrowth") and resulting nerve compression at or near where the bmp was implanted. The patient allegedly now suffers from severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: left sided transforaminal lumbar interbody fusion l5-s1, right sided transperpendicular exposure for neural decompression l5-s1, placement of interbody devices at l5-s1, posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and s1, posterior spinal fusion l5-s1; for pre-op diagnosis of: symptomatic l5-s1 degenerative disc disease and disc protrusion, l5-s1 stenosis, lumbar radiculopathy, intractable back and lower extremity pain. Per-op notes: ".. Upon completion of discectomy, sizing of was performed and appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space along with a pledget of bmp. The 12 x 26mm device itself as inserted which had been filled with bmp along with some more local bone autograft.. No complications were reported.."